Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient developed itching, pain, and a rash under the sensor patch area. He went to an urgent care clinic where he was assessed and was discharged two hours later given a prescription for oral pain medication (hydrocodone, unspecified dosage). No treatment or lab testing were performed during the visit. At the time of the report, the patient stated he was doing well. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).